Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported catheter worked with good reverse flow and it was easy to flush, but it was a bit dependent on infusion. A day later backflow was hard to get, but it was easy to flush get, but it was easy to flush, but it was still location dependent (it should also be added that it is x-rayed ua on (B)(6)), after about 20-25 min inf. Nacl I discovered that it looked like the drop had gone subcutaneously, the arm was swollen and cold and pat. Thought it was hurting. We had to draw the PICC-line and when we then flushed through it with nacl we saw that it was a fairly large hole at the 5 cm mark.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter between the 5 cm and 6 cm depth markers, approximately 5.9 cm distal to the molded joint. The ink on the extension leg and the 4-6 cm depth markers was observed to be faded. Kinks were observed in the catheter between the 6 cm and 7 cm depth markers and at the 4 cm depth marker. A microscopic observation revealed the edges of the split were rough but mostly straight, and both edges were observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redy2917 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported catheter worked with good reverse flow and it was easy to flush, but it was a bit dependent on infusion. A day later backflow was hard to get, but it was easy to flush get, but it was easy to flush, but it was still location dependent (it should also be added that it is x-rayed ua on 21/5), after about 20-25 min inf. Nacl I discovered that it looked like the drop had gone subcutaneously, the arm was swollen and cold and pat. Thought it was hurting. We had to draw the PICC-line and when we then flushed through it with nacl we saw that it was a fairly large hole at the 5 cm mark.